Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. High thresholds that were indicated to have increased over time as well as increasing and high pacing impedance were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.